Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the root cause for this report could not be established from the information available. The patient weight was unable to be obtained. Should additional information be received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was in good position upon release. As the delivery catheter system (dcs) was being retrieved through the valve, the nose cone tracked through the outflow struts and may have stuck on the valve, which caused the valve to shift upward. The physician was concerned about the risk of coronary occlusion with the shift of the valve. Subsequently, the valve was snared into the ascending aorta and a second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.